Manufacturer narrative:
A4-a6:unk. H6: work order search found no similar complaints. Claim# (B)(6).

Event description:
The reporter indicated that a 12.6mm vicm512.6 implantable collamer lens of a -8.50 diopter, tore during loading. Cause of the event was other. Reportedly, "lens tear due to catching on injector." The problem was resolved. Status of the eye is reported as, "no problem."